Event description:
Additional information indicated the device was damaged to facilitate explant.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device and additional event information. A titan touch pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed a group of striations, indicating contact with unshod instrumentation, on the inlet tube of the reservoir. Abrasion was noted on all pump tubes. No functional abnormalities were noted with the pump or either cylinder. Because no functional abnormalities were noted with the returned components, other than instrument damage, the complaint could not be confirmed as reported. Because these components were released according to manufacturing and quality control procedures, quality concluded that the observed instrument separation in the reservoir inlet tube occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, excessive tubing was reason for explant.